Event description:
It was initially reported that the patient was having an increase in seizures. In january there were five events, in february seven, and in march there were four which is more than usual for him with vns. The patient was referred for surgery. Surgery is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the increase in seizures may be related to the generator being near end of service but it was unclear if it had actually reached end of service. It was unknown by the office if the increase was above or below baseline. Diagnostics were within normal limits. The patient had a prophylactic generator replacement. The generator will not be returned to the manufacturer for evaluation. The hospital will not release product without signed consent of the patient.